Manufacturer narrative:
The high tpsa values were not expected by the patient since the patient claims that he has had a previous low psa value.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for two samples from the same patient tested for the elecsys total psa immunoassay (tpsa) on a cobas 8000 e 602 module (e602). An erroneous result was reported outside of the laboratory. The first sample initially resulted as 48.13 ng/ml and this value was reported outside of the laboratory to the patient. The patient complained about the result because the result was not expected. The customer repeated the sample on (B)(6) 2017 and it resulted as 48.01 ng/ml. The sample was then repeated at a second laboratory on a cobas 6000 e 601 module (e601) on (B)(6) 2017 and it resulted as 0.4 ng/ml. The second sample was collected from the patient and tested on (B)(6) 2017, initially resulting as 49.67 ng/ml. The customer diluted the sample and repeated it on (B)(6) 2017, resulting as 0.491 ng/ml. The customer diluted the sample 1:5 and repeated it, resulting as 0.526 ng/ml on (B)(6) 2017. The customer also diluted the sample 1:2 and repeated it, resulting as 0.473 ng/ml on (B)(6) 2017. The diluted sample results were believed to be the correct values. A third laboratory repeated the second sample twice on (B)(6) 2017 and it resulted as 0.464 ng/ml and 0.614 ng/ml. The third laboratory also repeated the second sample on (B)(6) 2017, resulting as 0.485 ng/ml. A fourth laboratory repeated the second sample on (B)(6) 2017, resulting as 0.475 ng/ml. No adverse events were alleged to have occurred with the patient. The tpsa reagent lot number was 199422. The reagent expiration date was asked for, but not provided. The field service engineer ran performance testing, which failed. The performance testing was repeated and was within specifications. There is no indication the failed performance test could explain the erroneous results.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Based on the provided information, there was no evidence of an analyzer or reagent malfunction. A sample from the patient was not available for investigation. The possibility of a sample mismatch was excluded by the customer.